Event description:
The procedure was in progress when the handpiece stopped functioning. The doctor assumed that the handpiece was clogged and attempted to resolve the issue but was unable to do so. Another kit had to be opened to resume the procedure.

Manufacturer narrative:
Product not returned due to pt contact; no other unit from this lot was tested for stopped cutting issues; this lot has 3 other functional complaints ((B)(4)- not working, (B)(4) - priming); the lot overall has a (B)(4) complaint rate; there is no significant complaint trend; DHR's were reviewed - there is no info to suggest this lot would have a higher amount of problems than a lot with a low percentage. Cause for failure could not be determined.